Event description:
It was reported that a latex male external catheter was applied to a male patient on (B)(6) 2012. Four days later, on (B)(6) 2012, a stage IV ulcer on the underside of the base of the penis was first documented. The external catheter remained in place until (B)(6) 2012, five days after the ulcer was first recorded. On (B)(6) 2012, the external catheter was removed and a foley catheter was inserted. The ulcer was noted to be approximately 2.5cm x 2 cm. The wound was treated with mepilex white foam which was changed every 3-5 days. The patient died on (B)(6) 2012 of unrelated causes.

Manufacturer narrative:
It was stated by the user facility that they were not sure how to determine the correct size mec and would like education to be provided. The IFU states to "determine proper catheter/sheath size by using the hollister sizing guide." Additionally, the IFU states "do not use on irritated or compromised skin" yet the mec was not removed until 5 days after the discovery of the ulcer. This report or information submitted does not constitute an admission that the device, hollister incorporated or hollister employee caused or contributed to the reported event.